Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v072260, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial#: (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-dec-2011, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient reported he noticed one week ago that the lead in his back was coming outside of skin on back. Patient stated that his implant quit working about 6 months after implant, sometime in 2008. Patient stated that he thinks a lead came loose because his wife said she saw a lead about to pop out of his skin. It went away eventually. Patient stated they saw the implant and one lead, and they said everything looked fine. Patient stated he was told by hcp that there were two leads going to two different places, so he was wondering where the other lead is. Patient services reviewed there was only one lead registered, but patient did not think that he was right, so patient services directed patient to contact implanting physician for implant records. The patient later stated it started to poke through. He said he still got it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient didn't know when asked what were the circumstances that led to the implant quit working. They added that it should work, but then it quit and then the wire poked through the skin. The healthcare provider (hcp) is not returning the patient's calls. No further patient complications have been reported as a result of this event.